Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator system (s-ICD) had an increase in the shock impedance measurements, from 96 to 135 ohms. As the increase was considerable, a chest x-ray was performed with no visible changes noticed in the s-ICD or the implantable electrode, and a defibrillation threshold test was performed as well. A 65 joules (j) initial shock failed followed by two 80 j and 70 j reversed that were successful. No further actions were taken. This implantable electrode remains in service and no adverse patient effects were reported.